Event description:
It was reported that the customer had normal blood glucose levels of 70 mg/dl. The customer reported that he has been getting low blood glucose levels lately and believes that the insulin pump was over delivering on insulin. No exact low blood glucose levels were provided. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.